Event description:
According to the facility, on (B)(6) 2026, the "suction tip broke off in patient."

Manufacturer narrative:
According to the facility, on (B)(6) 2026, the "suction tip broke off in patient. The or team found the pieces broken off and retrieved them from the surgical site. No adverse events." The patient did not require medical treatment or follow-up care. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.